Manufacturer narrative:
Additional information: it was possible to turn off the thumbswitch to close the cutter window but it would not advance further. The device was safely removed from the patient with no deformation observed on the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the hawkone was inspected and it was observed that the torque shaft was bent at an approximate 90-degree angle beneath the strain relief. Inspection of the distal assembly revealed the cutter was advanced approximately 0.6cm distal from the cutter window. Biological debris was noted in the housing assembly. The cutter driver was activated, the thumb switch was advanced; however, resistance was encountered; the cutter advanced approximately 1.3cm. It should be noted that a second area biological debris was located approximately 1.3cm distal to the cutter window. The housing assembly was cleaned with the dft and the cutter was able to fully advance 2.5cm. Small vessel peripheral catheter inspection: packing stroke is 2.2cm minimum for h1-s and h1-m. The cutter was also able to fully retract into the cutter window; no damage to the cutter was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone to treat a 20mm fibrous lesion with 90% stenosis in the left proximal superficial femoral artery (sfa). There was little vessel tortuosity and the diameter of the artery was 6mm. There were no abnormalities in relation to anatomy. A non medtronic 6fr sheath and a non medtronic 0.014 guidewire were used in the procedure. The IFU was followed. It was reported that the device was used to make a cut in the intended vessel. The physician attempted to advance the plunger forward but it would not advance easily and kept sticking at the cutter window. The procedure was completed using angioplasty with a 4x40 device. No patient injury was reported.